Event description:
It was reported that the pk dissecting forceps instrument cable was noted to be broken prior to starting a da vinci total benign hysterectomy procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.